Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
The patient's headache has resolved.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported during the patient's ((B)(6)) permanent implant procedure a cerebrospinal fluid leak occurred. As a result, the patient reported experiencing a headache postoperative. In turn, a blood patch was performed.